Manufacturer narrative:
Block e1: (initial reporter city): (B)(6). Reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used to capture a large bile duct stone in the common bile duct during a lithotripsy procedure performed on (B)(6) 2026. During preparation, it was reported that the basket wire was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was stable.